Event description:
It was reported that the patient's right atrial (ra) lead had dislodged, resulting in poor sensing and loss of capture. The patient's ra lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported events of lead dislodgement and failure to capture were not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found no anomalies except for procedural damage. No anomalies were detected.